Manufacturer narrative:
Patient samples were run in manual mode. Samples were not rerun to confirm accuracy to the last control run. It is unknown if the unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). A field service engineer (fse) was dispatched and ran instrument verification tests per established checklist and replaced the pinch valve with actuator. It was determined that the root cause was a defective pinch valve (vl-3) and actuator. Vl-3 works in conjunction with the complete blood count (cbc) lyse delivery pump. Per product labeling beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on your patient population.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously erratic white blood count (wbc) results for the same patient sample that were generated on the coulter lh 750 analyzer. The results for the second sample run were flagged with system generated flags. In addition, when reviewing and comparing all of the three (3) patient results there was observable difference in results obtained for hemoglobin (hgb), hematocrit (hct), mean cell volume (mcv), mean cell hemoglobin (mch), and mean cell hemoglobin concentration (mchc). The erroneous results were reported outside the laboratory; however corrected reports were issued. There was no death, injury, or change to patient treatment associated with this event.